Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient experienced a ¿problem to breathe¿ and they felt bloated during dwell 4 of 4. The patient was connected to the homechoice device at the time of the event. A manual drain was completed with a drain volume of ml. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.